Event description:
On (B)(6) 2009, the patient reported having an issue with both the up and down buttons on her insulin infusion device. She stated the buttons would work sometimes if she wiggles the buttons around. She said the buttons are not depressed and will spring back. Her infusion device has not been exposed to high temperature or humidity. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.